Event description:
The event occurred USA during treatment. It was reported that the customer heard a rattle noise inside the hls set. The getinge service and sales unit gave several recommendations to replace the hls set, but the customer did not replace the hls set. The patient has 14kg and had been on support for 12 hours when the noise occurred at 2800 rpm. The speed was reduced to 2400 rpm and the noise disappeared. The hls set was inspected for clots and non were found. The plasma free hemoglobin has risen from 28mg/dl to 75mg/dl in the first 16 hours since the noise was noticed. No harm to any person has been reported. New information was received on 2026-05-19 that the customer reported that the plasma free hemoglobin (hb) came back down, but did not state to a specific level. Therefore the customer was not concerned about the hb. The patient was palced on support for sole reason of preserving organs for donation. The procurement has taken place, therefore the patient is no longer on support. The customer had made the decision to not replace the hls set, instead the rpm was reduced to 2400 with no noise and adequate support was provided. The set was seated correctly and resetting was tried to solve the noise. No visible damage was observed nor a clot noted. The set was primed on (B)(6) 2026 and the patient connected. The noise occurred on 2026-05-09. The customer confirmed that ICU devices were used in konjunction with the event. There was no known harm to the patient or user confirmed by the customer. The customer will not provide the patient data requested. ECMO was requiered due to cardiac arrest of the patient in a cardiac catheter lab. No premedical conditions influenced the event. As the free plasma hemoglobin has risen and recommendations were given to replace the hls set, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.